Event description:
Line was placed in 2008, and during removal thirdteen days later, the line broke. The line was approx 3/4 of the way out when the nurse felt resistance and heard a pop. The catheter broke but did not migrate, the remaining line was removed without further incident.

Manufacturer narrative:
The complainant of a break was confirmed, and the cause will be considered use related. It was reported that the catheter broke during removal. The distal segment of the tubing was not returned for eval. The distal segment of the tubing was not returned for eval. The catheter broke near the 43cm depth mark. Elastic weakness was detected in the section of tubing adjacent to the break site. The complainant reported that the line was approx 3/4 of the way out when the nurse felt resistance. The product IFU states, "do not use excessive force" during catheter removal. "If resistance is felt, stop removal. Apply warm compress and wait 20-30 minutes. A chr of lot# rese0389 showed no other similar product complaint(s) from this lot.